Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leads' pacing vector was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 5866-38m, adaptor, implanted: (B)(6) 2015; 5071-35, lead, implanted: (B)(6) 2015; 5024m-58, lead, implanted: (B)(6) 1999; 5524m-45, lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular leads' threshold had recently increased and was high. It was noted that there were two epicardial leads with a y-adaptor. The leads remain in use. No patient complications have been reported as a result of this event.